Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, flap didn't close, membrane was contaminated ((B)(6) are same patient).